Event description:
Vns patient's device was programmed to "off" due to a increase in seizures. It was reported that the device was programmed to off after the patient began to experience a "flurry" of seizures. The patient was fine after the device was programmed to "off", but has recently started to have an increase in seizures. Treating neurologist reportedly an MRI and possibly programming the device back to "on". It was also reported that the patient was diagnosed with sleep apena and that had trouble breathing when first implanted. Treating neurologist reportedly believed that it was due to vns and subsequently programmed the device to "off". The patient currently uses a bipap machine that helps apnea.